Manufacturer narrative:
(Bleeding occurred). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. The patient had a previous cesarean section, myomectomy, and was currently using a mirena device which was removed just before the thermal ablation procedure. In 2008, the patient experienced heavy bright red bleeding. The surgeon examined the patient and thought her uterus was slightly tender and began the patient on an antibiotic. The surgeon saw the patient again on three days later. The patient thought her bleeding had decreased and on examination, little blood was found in the vagina.